Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a recurrent incisional hernia repair on (B)(6) 2015 and mesh was implanted. Following the surgery the patient began to have pain and significant bleeding among other symptoms. On (B)(6) 2015 she underwent wound exploration with evacuation of hematoma and cauterization of bleeding point. On (B)(6) 2015 she was readmitted and underwent a CT guided aspiration of anterior abdominal wall seroma. On (B)(6) 2016 the patient was found to have massive adherence of multiple loops of small bowel to the deep surface of her mesh, and underwent approximately two to three hours of dissection to free up enough bowel so that the mesh could be removed. The disrupted portion of the mesh was then excised and a new mesh was placed to repair the recurrent incisional hernia. On (B)(6) 2017 the patient was readmitted due to a recurrent incisional hernia, continued pain, nausea, and a bulge in her upper left quadrant. The mesh implanted in plaintiff appeared to have disintegrated or completely dissolved in the area of the hernia, and was also found to be disrupted with bowel bulging through. The  mesh was removed from the surface of the underlying bowel. No additional information was provided.